Event description:
A bipap avaps c series device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles. Additionally, the service technician also noted moisture and extreme dirt contamination, as well as error code 57: err_sess_obs_queue_ovf, were present. The service center scrapped the device after the evaluation was completed.